Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation and hospital visit. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that a localized skin reaction occurred while wearing the pod between 5 and 24 hours on the arm after painful insertion. The pod site was described as painful, and pus was observed at the insertion site upon pod removal. Symptoms appeared shortly after pod application. The affected area was described as red, swollen, and irritated. The patient was evaluated by a physician in the hospital for approximately 1 hour on (B)(6) 2025 and was prescribed a topical cream to treat the site reaction and itching. A follow-up visit occurred a few days later, at which time the physician reported the patient was doing well. A new pod was successfully applied following the event.